Event description:
Issue description: a customer in france reported to biomérieux that they have obtained discrepant results with potential misidentification for atcc® enterobacter hormaechei strain while using vitek ms instrument associated to vitek ms rp5810 acq pc kit v3 win10 (ref. 423118, serial number (B)(4). It was reported that the customer obtained discrepant results while performing internal quality control (qc) testing with an atcc enterobacter hormaechei strain; the results were reported as follows: enterobacter hormaechei 99%, enterobacter hormaechei 50% / enterobacter cloacae 50%, enterobacter asburiae (rate not reported). A new atcc enterobacter hormaechei strain has been provided to the customer for repeat testing, and the customer reported the same issue with this new strain. As there is no patient associated with this qc strain, there is no adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
A customer in france reported to biomérieux that they have obtained discrepant results with potential misidentification for atcc® enterobacter hormaechei strain while using vitek ms instrument associated to vitek ms rp5810 acq pc kit v3 win10 (ref. 423118, serial number:(B)(6)). Investigation: batch history record and trend analysis** there is no CAPA, no non conformity on vitek ms linked with customer 's complaint. A trend analysis has been done regarding the complaints recorded for a misidentification due to a system limitation and a non optimal spot preparation: no trend identified. Investigation results: fine tuning : status medium at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. Kb review : the expected identification (enterobacter hormachei) is present in vitek ms kb v3.2. Sample data analysis : according to data provided, the identifications results were obtained with spectra having an acceptable number of peaks (71 and 60). By reprocessing the customer data with vitek ms kb v3.3 (under development), spectra led to a low discrimination as enterobacter hormaechei spp streigerwaltii / enterobacter hormaechei spp oharae / xiangfangensis. A clean-up of the database is in progress for enterobacter species in the next vitek ms kb v3.3 (under construction). A lot of spectra used to build the vitek ms kb 3.2 have been removed from the database (especially anagnostec spectra) and all the strains have been re-classified with more accurate sequencing methods (gyrb). Consequently, the cause of the issue is a system limitation regarding enterobacter species. The root cause analysis concluded to : system limitation regarding enterobacter species and non optimal spot preparation.